Event description:
It was reported that the motor device had a hole in hose. During in-house engineering evaluation, it was discovered that the device was overheating, the driveshaft was snapped and console rotation per minute (rpm) was low. The reported event did not occur during surgery. There were no delays to a scheduled surgical procedure as spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the hole in the hose was not confirmed. However, during evaluation it was observed that the device was overheating, the driveshaft was snapped and console rotation per minute (rpm) was low. It was determined that the device was overheating because the thermistor was corroded. It was determined that the driveshaft was snapped in half from excessive force/torque on the attachment end of the device. It was determined that the rpms were low on the console because the motor was damaged and corroded. The device showed signed of corrosion that was indicative of damage caused by immersion during cleaning, which was a failure to follow directions for use. The assignable root cause was determined to be due to immersion during cleaning, which was misuse, abuse and/or user error.